Event description:
Additional information was received from a manufacturer representative (rep). When asked about why the ins was replaced only one year after having been placed the manufacturing representative (rep) reported that the patient had been getting a lead revision. They tried to use the same ins but the screw was not working. They had tried multiple times and troubleshooted but it wouldn¿t hold the lead in place. Regarding the reason for the lead replacement, they stated that the patient was experiencing a lack of efficacy. They were revising the positioning of the lead because at midline it was too superficial. They were re-tunneling it a little bit deeper. The lead was not replaced, just re-tunneled to go deeper into the facia. Additional information was received from a healthcare professional (hcp). The hcp reported that the nurse was unable to answer the questions yesterday and so forwarded the request to the doctor. They also reviewed the chart and stated: on (B)(6) 2025 the patient found the lead bothersome when bending and exercising and wonderedif the lead had moved, but x-ray showed lead was in a good position. Hcp revised the lead to improve comfort. There were no new notes in the chart regarding resolution. The patient hadn't been seen since.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34ds8 implanted: (B)(6) 2025 product type lead product ID 97800 serial# (B)(6) implanted: (B)(6) 2025 product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the surgery was done on (B)(6) of 2025 and patient was having pain due to the lead position. They improved post up, per their doctor.

Event description:
On (B)(6)2025 additional information was received from a manufacturer representative. They reported that they didn¿t remember the exact steps taken by the surgeon, but they tried several time to tighten the screw but it did not work. The best notes would be on the report. A new ipg was used and the issue was resolved. They did ask the customer to return the device, but they hadn't yet done so. The hospital was still in possession of it.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34ds8 serial# implanted: (B)(6)2025 explanted: product type lead product ID 97800 lot# serial# (B)(6)implanted: (B)(6)2025 explanted: product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the ipg screw would not secure the lead. Troubleshooting involved trying to take out the screw and replacing it with a new screw but it would not come out. The cause was not known. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.